Event description:
Bayer case number: (B)(6) bleeding [genital bleeding] pain [pelvic pain female] dyspareunia [dyspareunia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure inserted (lot no. 678819) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse, depression, gestational diabetes, vaginal discharge, parity 5 and multigravida. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: 3 coils were noted to be trailing in the uterus on both sides. Additional comments: patient with bluish areas at fundus rule out adeno. Discrepancy noted in essure insertion date (B)(6) 2013. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-nov-2024: summons received. Essure removal date added. Annex f codes & annex e codes updated for related events. New reporter (lawyer) added. Action taken with drug updated to drug withdrawn. Reporter causality comment updated with essure insertion date discrepancy. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Bleeding [genital bleeding]. Pain [pelvic pain female]. Dyspareunia [dyspareunia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure inserted (lot no. 678819) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse, depression, gestational diabetes, vaginal discharge, parity 5 and multigravida. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: 3 coils were noted to be trailing in the uterus on both sides. Additional comments: patient with bluish areas at fundus rule out adeno. Discrepancy noted in essure insertion date 2012 & (B)(6) 2013. Lot number: 678819, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.